Event description:
It was reported by service report that the head end of stretcher is all the way down every morning. It is unk if there was pt involvement, however, no adverse consequences are reported.